Event description:
It was reported to boston scientific corporation in 2009, that an ultraflex covered esophageal stent was used during a stent implant procedure performed the day before. According to the complainant, difficulties were encountered during stent deployment. Upon deployment of the stent via the suture, the suture became stuck, resulting in partial deployment of the stent. The stent was removed from the patient. The procedure was not completed due to this event. The patient's condition was reported as stable. Attempts to obtain additional details regarding the circumstances surrounding this event, and patient's status have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review, further relevant information is identified, a supplemental medwatch will be filed.